Event description:
It was reported that during an orif procedure of distal femur using liss system pull reduction instrument broke into the pt. This occurred while surgeon was removing the pull reduction instrument. All the broken pieces were retrieved from the pt. Procedure was complete.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The product eval revealed the device had a broken tip. The dimensions were found to meet our specifications. The broken surface is homogeneous and does not show any anomalies of materials structure. It is concluded that this complaint is deemed invalid from a mfg standpoint.